Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited a loss of capture and slight upward trend of the pacing impedance. The high voltage impedance has stayed steady over the last year. A lead fracture was suspected. The possibility of further testing and/or interventions was declined by the patient. The patient was stable and the lead would be monitored.